Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge to resolve the issue, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.